Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the infusion set leaked insulin from the luer lock. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.